Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that they tried closing with the angio-seal and the device pulled right out of the groin when he tried to pull back the angio-seal. It appeared as if the anchor was not present. They checked the patient¿s ankle-brachial index and the patient was fine. Manual pressure was applied and hemostasis was achieved. There was no blood loss. The patient was stable. The procedure performed prior to the use of the angio-seal was a lower leg angio via right groin. The procedure sheath size that was used was 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed.